Manufacturer narrative:
The power supply assembly was returned to the manufacturer's failure investigation lab for evaluation. The manufacturer's technician confirmed the reported problem. The visual inspection of the power supply revealed evidence of j2 connector damage. Physical damaged resulted in the broken j2 connector.

Event description:
During preventive maintenance, the field service engineer observed a ventilator in which the power supply had a broken connection. No patient involvement.